Event description:
It was reported that the ilet device¿s touchscreen became unresponsive on the unlock screen, preventing the user from sliding to unlock and confirming actions, and a replacement device was sent. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the screen remained nonresponsive after app-initiated restart and the device could not be updated due to the inability to unlock. It was concluded that the device exhibited a hardware screen malfunction and replacement was warranted. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.